Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the pulse generator exhibited inappropriate noise reversion episodes on the ventricular channel; no noise was noted. No intervention was reported and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.